Manufacturer narrative:
Submit date: 06/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with the enteral feeding pump set. The customer reported that the tubing that goes into the pump pops out when the pump is started. The pump runs for about 2 minutes and the tubing pops out at the rotor at the little plastic clip. The pump is alarming when the tubing pops off. On 06/22/2016, upon investigation at the manufacturing plant, the silicone tubing detached from the mistic connector.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Seven samples were received for evaluation. One sample was used and the silicone tubing was found detached from the mistic connector. The sample seemed to be over used. The remaining six samples were functionally evaluated and there were no issues found related to silicone detachment. A possible root cause can be due to over stretching the silicone tubing before use. Overuse of the tubing can provoke a gap between the tubing and the connection. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.